Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise causing false automatic mode switch (ams) and decreased sensing on the atrial lead were noted. The lead was capped and replaced, and the patient was stable with no adverse consequences.